Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "left side deflation as well as a bilateral exchange from textured to smooth due to concern with the product." Healthcare professional later reported "particles in valve." The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, white calcification outer device, wear abrasion and opening linear on radius leak test and microscopic analysis was performed which identified: opening crease smooth on radius and brown particles in the outer device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a opening crease smooth on radius assessed as fold flaw opening. Additional, changed, and/or corrected data: b.5; d.9; h.3; h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation as well as a bilateral exchange from textured to smooth due to concern with the product." Device remains implanted.